Manufacturer narrative:
(B)(4). Additional suspect medical device component involved in the event: model #: sc-3400-30, serial/lot #: (B)(4), description: infinion splitter 2x8 kit (30 cm). The explanted device was not returned to bsn. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that during the patient's revision procedure, it was discovered that current implanted lead had 8 contacts with high impedances. The physician decided to replace the leads. No device malfunction was suspected. The patient was reportedly doing well post operatively.